Event description:
Revised for alval.

Event description:
Asr revision recommended - left hip.

Manufacturer narrative:
Although the specific nature of the patient's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the patient's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update from (B)(6) email 18th nov 2011: reason for & date of revision, surgeon, hosp, desc. Update: all products added as per update 09 jan 2013. Update - attached surgeon confirmation form 30th july 2014.